Event description:
It was reported that there were multiple intermittent occlusion alarms. There was a noticeable change in glucose around occlusions, but it was confirmed that the customer's blood glucose did not exceed 500 mg/dl, indicating no severe adverse impact. The customer addressed the situation by changing the infusion set and cartridge, resuming insulin use, and agreeing to follow recommendations to reduce occlusion frequency